Event description:
It was reported that the patient did not charge the ipg for over 2 years and it became inoperable. Troubleshooting was done, but the ipg would not communicate with external devices. On (B)(6) 2019 the ipg was explanted and replaced. The patient has effective therapy post operatively.